Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femur was broached to corail size 11. Corresponding implant sat 25-30mm higher than broach. Femur was rebroached and even reamed and implant still sat significantly proud. A second implant of the same size 11 was opened an implanted. Second implant sat appropriately to broached level. Surgeon is concerned the first 11 stem was mis marked and mis packaged and could have actually been a larger size than labeled. He is wanting it returned for investigation. Doe: (B)(6) 2018; right hip. There was a surgical delay of 20 minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: the affected device was returned for analysis. The analysis performed confirmed a mix up between batches from size 11 ans 12 stems, batches 5307603 and 5307580. The root cause is attributed to supplier manufacturing. A supplier (B)(4) and depuy mdd CAPA-008196 were raised for this issue. A product recall was initiated to withdraw the impacted products from the market. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.